Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 7 in the patient's mouth, the implant lost osseointegration. The clinician reports the patient's insufficient bone quality/quantity, implant mobility and a biomechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.